Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for review. However, one photograph and two medical images were provided for review. One (1) photo was reviewed. The photograph was of a patient showing an access point on the patient and the region around it, in the left upper chest. A black infusion set was inserted in the patient's skin, presumably into the port. A region above this access point appears to show some rotundity and swelling. However, no part of the port system described in the complaint is visible. Therefore, based on the photo review, the reported failures of leakage, fracture, and aspiration difficulty cannot be confirmed. The two (2) radiographs were found to show the device inserted via the left internal jugular vein. The location of the catheter tip was in the contralateral (right) subclavian vein. There was no obvious kinking or disruption of catheter integrity. Assessment indicated that the information and images do not explain the reported swelling over the port site or the reported inability to withdraw blood and that the information provided does not implicate device failure. Based on the image review, the swelling, the leakage, and the aspiration issue cannot be confirmed. A definitive root cause for the reported aspiration issue, leakage, and fracture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and eight days post port placement, the healthcare professional allegedly was unable to obtain a blood return. It was further reported that during flushing, swelling was allegedly identified two centimeters over the port site. Reportedly, the healthcare professional scheduled a port removal procedure. Furthermore, the device was found to be fractured. The patient reportedly expired prior to the port removal procedure. The patients cause of death is unknown.

Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported post port placement, the healthcare professional allegedly was unable to obtain a blood return. It was further reported that during flushing, swelling was allegedly identified two centimeters over the port site. Reportedly, the healthcare professional scheduled a port removal procedure. The patient reportedly expired prior to the port removal procedure. The patients cause of death is unknown.